Event description:
It was reported that during the procedure to treat an in-stent thrombosis and malposition of an unspecified xience stent, noted on (B)(6) 2012, implanted 9 days prior in an unspecified coronary vessel, the thrombus was aspirated using an unspecified device. A balance middleweight (bmw) hydro guide wire was then advanced to the target lesion and was difficult to position due to a "floppy", damaged guide wire tip. Then a 3.0x15 nc trek rx balloon dilatation catheter was advanced onto the bmw and the xience stent was dilated. After completing dilatation, however, the nc trek rx could not be withdrawn and became stuck; it could not be advanced or retracted over the bmw. Both the bmw and trek were removed from the anatomy as a single unit without resistance felt. The procedure was considered completed. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The unk xience is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency